Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that the device is showing no disposable clamp tubing alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: samples were returned for investigation. The samples consisted of three cassette products; they were received without their original packaging, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the samples that could cause the failure mode reported. The samples were connected to the pump. The samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; the complaint was not confirmed. No fault was found and as such, no root cause was determined, and no corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).